Event description:
Data from a blood sample analyzed on an blood gas analyzer was displayed correctly on the monitor and transferred correctly to radiance. However, the next 10 print-outs was all including the data of this sample. The repeated print-out of the same sample could have resulted in mix-up of patient data. The operator noticed the mistake and no patients were mistreated as a result. At present, the cause of the incident is not clear. Investigation is continues.